Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were high impedance on (8-15) lead. Patient does not use scs. Pain near ipg site that has progressively gotten worse since (B)(6) 2020. Patient wishes to have system removed. Patient will have device explanted. She does not use anymore. Developed a pain near ipg site, that has progressively gotten worse. During impedance check, the lead in bottom port (8-15) shows ohms greater than 10,000.